Manufacturer narrative:
Concomitant products: product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead. Product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead. Product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead. Product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3777-45, serial/lot #: (B)(4), ubd: 11-sep-2013, UDI#: (B)(4); product ID: 3777-45, serial/lot #: (B)(4), ubd: 30-sep-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that having the implant/leads removed was like "being in a torture chamber" because the hcp had to "rip" everything out of her body because "it" had all grown into the body. Patient wasn't able to elaborate what all had grown into the body but it sounded like the patient was referring the leads and implant and said that she wasn't going to ever have any of the equipment removed from her body again. Patient did not know why the device system was removed at the time that it was (prior to expected 9 years) but said it was discovered on the day of removal that the device components had grown into the body, the dr. Didn't know this until the patient was opened up in surgery. Patient had current leads and implant placed. The troubleshooting steps that were taken on the call resolved the issue. The patient's relevant medical history included patient mentioned that she has really bad scoliosis.

Manufacturer narrative:
H.10.: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.